Event description:
It was reported the device was explanted due to patient request. The study had come to an end and the patient wanted it removed due to discomfort related to the shallow placement of the stimulator. The patient had discontinuation of therapy and explant on (B)(6) 2014. On (B)(6) 2014 the patient had accumulated blood at the explant site which required needle aspiration on two separate occasions. The patient was administered plavix for 14 days. The bleeding was related to the system modification procedure to explant the device. There were no product issues reported and the event was considered unresolved with further actions or treatment planned. It was unknown what further actions would be taken. If additional information is received the file will be re-evaluated.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), product type lead; product ID 3550-29, lot# unknown, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n238740, implanted: (B)(6) 2011, product type accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).